Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Unrelated to the display issue, the keypad cover was returned torn between the up arrow and ok buttons. The contrast button was unresponsive during testing due to a missing contact. The cover was removed to investigate and contamination was found internally. Additionally, evaluation revealed a cracked battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.